Manufacturer narrative:
Attempted removal of remaining linx device beads on (B)(6) 2017.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chest pain leading to endoscopic visualization of 1-2 device beads eroded into the esophageal lumen and subsequent endoscopic explant of the eroded linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient presented with chest pain (B)(6) 2017. One to two device beads were observed endoscopically on (B)(6) 2017 in the posterior side of the esophageal lumen. Three beads of the linx device were removed endoscopically with a loop-cutter on (B)(6) 2017; patient was reported as doing well after the procedure. A laparoscopic procedure to remove the remaining nine beads occurred on (B)(6) 2017; no beads were present as confirmed by a chest x-ray. "The only thought is it migrated into the lumen and she passed it." The patient had a partial fundoplication on (B)(6) 2017 and was reported as doing well.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chest pain leading to endoscopic visualization of 1-2 device beads eroded into the esophageal lumen and subsequent endoscopic explant of the eroded linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient presented with chest pain (B)(6) 2017. The 1-2 device beads were observed endoscopically on (B)(6) 2017 in the posterior side of the esophageal lumen. Three beads of the linx device were removed endoscopically with a loop-cutter on (B)(6) 2017; patient was reported as doing well after the procedure.